Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high ventricular rate episode triggered due to post-sensed t-wave oversensing that was noted upon interrogation during analysis. Programming changes were made. No patient consequences were reported.